Event description:
It was reported that this right ventricular (rv) lead connected to a pacemaker exhibited loss of capture (loc) and high out of range pace impedance measurements resulting in a lead safety switch. A chest x ray was performed and no findings were observed. The patient has reported feeling symptomatic and experiencing lightheadedness during lead testing. A revision procedure was scheduled due to concerns of connection issues between this lead and the header of the device. No adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.